Manufacturer narrative:
A1: the patient identifier (in confidence) reflects the gore internal case number. The manufacturing records were reviewed. The device lot met all pre-release specifications. This complaint was initiated based on information received from the field. No items were available to directly evaluate product performance relative to the reported device failure mode, and the cause could not be established with the available information; therefore, this investigation is complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent an endovascular repair of the juxta renal aortic aneurysm utilizing an 8 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) in the left renal artery. On (B)(6) 2025, patient was presented with bilateral renal artery stent thrombosis, approximately 10 months after the endovascular repair of the juxta renal aortic aneurysm. No predisposing factor and patient is on acute renal failure requiring dialysis.